Manufacturer narrative:
B5: additional event information received. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received from the complainant reporting "unfortunately, this case happened in the middle of the night while the patient was actively receiving CPR, and we were not called in to support the implant. Upon my arrival to the hospital in the morning, the decision was actively being made to withdraw care. I inputted the case and then the nurse told me about the hematoma after I implanted the case. Although the hematoma could be considered a peri-procedural event, there were characteristics secondary to the impella that ultimately led to the patient's death. Throughout the night, I am unaware of the interventions completed to address the hematoma as the abiomed team was not notified of the complaint or the bleed. When I arrived at the hospital, there were to be no further interventions completed on this patient as they decided to withdraw care. I am not sure the "issue" was ever "resolved."

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient had a large hematoma extending into the abdomen with visible bruising. External dressing was intact, indicating no external bleeding. Hemoglobin levels had dropped, suggesting internal bleeding or ongoing blood loss. A decision was being made to withdraw care, so there was no intent to treat the dropping hemoglobin.